Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be reported in a supplemental report. Results of investigation: a vyaire failure analysis technician was unable to verify the customer's reported issue. The suspect device passed all testing and met all specifications.

Event description:
It was reported to vyaire that the revel ventilator would not initially cycle. When the revel ventilator was placed on it's side, it autocycles. The customer confirmed that there was no patient involvement associated with the reported issue.